Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a no image issue during service / maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required.. The customer contacted olympus technical assistance support (tac) via phone. Peripheral settings and remote cabling were verified, confirming that only still images were being taken and no video. There were no error messages, but image capture could not be triggered using the controls. During troubleshooting, it was identified that the remote cable was connected to the wrong port. The connection was corrected, which triggered image capture on the unit; however, configuration inconsistencies remained, so the case was escalated. Finally, after properly adjusting the peripheral settings, the issue was resolved and the system functioned normally. The customer informed tac of the event. The device was not returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.